Event description:
Reporter indicated a vns programming wand was working intermittently. The wand has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
(See scanned page).